Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and right ventricular (rv) leads were fractured, with undefined high impedance, high thresholds, and no capture noted. During laser lead extraction, the patient's superior vena cava (svc) tore and the patient had to have their chest cracked and the svc repaired. Both leads were removed surgically. No further patient complications have been reported as a result of this event.